Event description:
Patient had been previously catheterized three times resulting in moderate scar tissue. After performing aspiration, the physician noted resistance upon delivery. The sheath was pulled back an additional two to three millimeters and the procoagulent was delivered. There was still some resistance noted during the delivery. Immediately following deployment the patient's right leg became pallor and pulseless - right sfa arterial occlusion. Surgical thrombectomy was performed two and one-half post deployment. Event resolved three hours post deployment with no additional complications.